Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the battery decreased from 57% to elective replacement indicator (eri) in a short time period. Data analysis confirmed the battery appeared to be depleting more quickly than expected and the device tone beeping was expected because it reach elective replacement indicator (eri). Device replacement was recommended. No additional adverse patient effects were reported.